Event description:
It was reported that patient underwent an acl/btb procedure utilizing two interference screws on (B) (6) 2009. During the procedure, the surgeon prepared and tapped two femoral tunnels. The screws fractured during insertion causing a delay of greater than thirty minutes to the procedure. No further information received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of certificate of conformance and sterilization records shows that there were no abnormalities. The surgeon reported that patient was young with very hard bone.this report filed november 5, 2009.

Manufacturer narrative:
Evaluation of returned component found that it appeared to have failed in torsional overload.

Event description:
It was reported that patient underwent an acl/btb procedure utilizing two interference screws in 2009. During the procedure, the surgeon prepared and tapped two femoral tunnels. The screws fractured during insertion causing a delay of greater than thirty minutes to the procedure. No further information received to date.